Event description:
The customer contact reported a delay of critical therapy during an alarm condition. At an unspecified time, the device was programmed to deliver an unspecified concentration of norepinephrine and the delivery was started. No specific programming parameters were provided. After an unspecified length of time, the nurse reported the device alarmed with an unspecified distal air alarm. It was reported that the tubing set was replaced twice; however, the device continued to alarm with the distal air alarm. The customer contact indicated that while the nurse was troubleshooting the alarm, the nurse noted that the pt's blood pressure had decreased to the 60's mmhg. The device was removed from clinical service. Therapy was resumed using a replacement device. Though requested, no add'l info was provided, including if any medical interventions were required or the pt's outcome.

Manufacturer narrative:
At this time the customer will not be returning the device for eval. If the device is received, a f/u report will be submitted. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.